Event description:
It was reported that an ilet user recorded a glucometer blood glucose of 357 mg/dl after the pump stopped dosing because it was not connected to a cgm and no manual blood glucose value had been entered, and after guidance the user entered a blood glucose to resume dosing and paired a dexcom g7 sensor; this represented a usage issue rather than a device malfunction, with no applicable device component implicated. Symptoms included hyperglycemia and vomiting. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow backup therapy and to enter a blood glucose when dosing had stopped; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.